Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable investigation finding of stent barb torn. Block h11: a flexima biliary stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found one of the stent barb torn. No other problems were noted to the stent. Taking all available information into consideration, the investigation concluded that the reported event and observed damages were likely due to the physician not following the IFU during the procedure. It may be that not "retracting" the guidewire into the scope could have put more pressure to the handle, which caused the stent not to deploy correctly and one of the stent barb to be torn, which limited the performance of the device and contributed to the reported event and observed damages. Therefore, the most probable cause is failure to follow instructions. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the guidewire was inside the patient during the attempted deployment. The IFU states "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was to be implanted in the biliary tract during an implantation procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The procedure was completed using another flexima biliary stent. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR reportable event based on the investigation results which revealed that the stent barb was torn. Please see block h10 for full investigation details. It was reported that the guidewire was inside the patient during the attempted deployment. However, the flexima biliary stent with delivery system instructions for use (IFU) states, "completely retract the guidewire into the endoscope. If the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed."